Manufacturer narrative:
(B)(4).

Event description:
Patient contact dexcom on (B)(6) 2016 to report a loss of connection between the transmitter and smart device that occurred on (B)(6) 2016. No injury or medical intervention was reported. Product data was returned for evaluation. Data was reviewed on 07/20/2016. The reported event of loss of connection was confirmed. A root cause cannot be determined. The device has been received for evaluation. A follow up report will be submitted once the evaluation has been completed.

Manufacturer narrative:
(B)(4).

Event description:
The transmitter was returned for evaluation. A visual inspection was performed and no defect was found. Functional testing and a pairing test was performed and there was no failure detected. The reported event of a loss of connection could not be confirmed with the transmitter. However, the data that was initially received confirmed the reported event of a loss of connection. A root cause could not be determined.